Event description:
Spontaneous call received from pt who states her cassette lot # 3799537 has an air bubble that is medium sized (when she made mix there was no air bubbles, however as it has been a few hours running it, she noticed there was a medium size air bubble (in the mixed medication that was in her cassette). She switched over to another cassette and is not experiencing any issues. No further info provided. Did the pt have a backup medi reservoir they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved with new cassette mix used. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? No. Did we replace the product? No. Reported to (B)(6) by pt/caregiver.